Event description:
It was reported that the tcm was not cooling properly during set-up. The system was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative found the valve 1 was faulty and replaced it. Valve 1 was returned to the manufacturer and was confirmed to be faulty. This report is being submitted to the FDA as a result of a retrospective review of product complaints.